Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to moisture damage on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a button error. The customer¿s blood glucose during the incident was unknown. They were unable to deliver a bolus. The time advanced on the device. The insulin pump will be returned for analysis.